Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the device if it is returned by the customer.

Event description:
The customer reported that the ventilator has transducer fault error and continuous flow blowing from turbine. No pt involvement.